Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation from her therapy sys. Previous efforts to resolve this issue via reprogramming were reportedly unsuccessful. Surgical intervention was undertaken on (B)(6) 2014 to explant the pt's scs sys.